Event description:
Boston scientific received information that this right atrial pacing lead exhibited high out of range pacing impedance measurements. Attempts to recreate the out of range measurements in clinic were unsuccessful and there was no evidence of noise. No adverse patient effects were reported.

Manufacturer narrative:
The lead will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.